Event description:
It was reported that a battery depletion (bd) code was received from this subcutaneous implantable cardiac defibrillator (s-ICD). The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The field representative inquired regarding a potential product return, but no further information was provided. Should the device be returned and a signed patient consent form provided, this record will be updated with analysis results.

Event description:
It was reported that a battery depletion (bd) code was received from this this subcutaneous implantable cardiac defibrillator (s-ICD). The device data was forwarded to boston scientific technical services for review and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.